Event description:
It was reported that a pump alarm occurred during pumping with multiple cartridges. The customer's blood glucose level was 432 mg/dl with trace ketones. The customer reverted to an alternate method of insulin therapy.